Manufacturer narrative:
To date, information suggests that this device system remains actively in service, but is planned for extraction due to patient infection. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this pacemaker and associated device system remained actively in service, however an infection of the device pocket was present. The boston scientific crm local area sales representative did not know if medical intervention had occurred or if the device system would be removed as a result of the infection. Ventricular undersensing was also evident, but there was no impact on critical therapy. There was no report of adverse patient effect.